Manufacturer narrative:
Pump received with blank display due to moisture damage on the inside of the battery tube. Cleaned battery tube and continued testing. Pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The battery icon on the display showed 3/4 full and stayed green during testing. Removed the battery cap and the insert battery alarm displayed along with the audio/tone alarm activated properly. No unexpected absence of alarm or battery display icon anomalies noted. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call blank display anomaly and absence of alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for blank display was performed. Customer replaced the insulin pump with a new battery, the icon was red and there was no alarm. Troubleshooting was unable to resolve the issue and the display was blank. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.